Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found a dirty filter and advised the customer to order a new one. The fse also noticed mold in the distilled water bottle and performed decontamination, replaced a syringe, and performed precision checks successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable crpl4 c-reactive protein gen.4 results for 1 patient sample on a cobas c 111 analyzer. On (B)(6) 2023, the initial crpl4 result was 52 mg/dl. On (B)(6) 2023, the patient presented back at the emergency room with abdominal pain and this prompted the customer to repeat the original sample. The sample was repeated three times and the results were 0.67 mg/dl, 58 mg/dl, and 133 mg/dl.

Manufacturer narrative:
The root cause of the event was found to be poor water quality at the customer's site. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. No product problem was identified.